Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was ¿not working¿. It was noted that the ins battery was removed (and was kept by the patient) but the lead components were left in place. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-07-28. The hcp reported that the patient¿s neurostimulator (ins) was removed and the leads remained implanted. The hcp reported that they didn¿t have any further details about why or when the ins was removed. No further complications were reported.

Manufacturer narrative:
Product ID 3093-28, lot# v092207, implanted: 2008 (B)(6); product type lead product ID 3093-28, lot# v098959, implanted: 2008 (B)(6); product type lead product ID 748910, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 748910, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from hcp stating that patient weight at time of event was unknown. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093-28 lot# v092207 implanted: (B)(6)2008 product type lead product ID 3093-28 lot# v098959 implanted:(B)(6) 2008 product type lead product ID 3093-28 lot# v092207 implanted: (B)(6)2008 product type lead product ID 3093-28 lot# v098959 implanted: (B)(6)2008 product type lead product ID 748910 serial(B)(4) implanted: (B)(6)2008 product type extension product ID 7435 serial(B)(4) implanted: (B)(6)2008 product type programmer, patient product ID 748910 serial(B)(4) implanted: (B)(6)2008 product type extension device if information is provided in the future, a supplemental report will be issued.